Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced a burst posterior bag during a laser assisted cataract procedure.